Event description:
Mother of type 1 patient on v-go 20 contacted valeritas customer care to report that her daughter had been hospitalized due to hyperglycemia. Patient had been on v-go 20 for 10 days at the time of the report. Valeritas adverse event assessor contacted the patient directly to confirm, clarify, and further investigate the report of hospitalization. Per the patient, she had been hospitalized and placed in the ICU for diabetic ketoacidosis. She has since been discharged to home. She states that she has had 21 hospitalization events this year related to hyperglycemia and dka. Patient does not believe the v-go leaked or malfunctioned but did not wish to answer any further questions. The v-go in question is not available and the patient could not provide the lot # or expiration date of the v-go or insulin used with the v-go. Patient did not wish to provide further information. Patient declined to sing a release of medical information.

Manufacturer narrative:
This MDR is being submitted following our procedure: patient experienced high blood glucose and was diagnosed with diabetic ketoacidosis (dka). Patient was on the v-go at the time of the hospitalization. Device worn at the time of the hospitalization is not available for investigation.